Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
Mw5184806 was received with the following information: "plastic part of external ventricular drain broke and device fell to ground." Additional information was subsequently received as follows: 1. Type of event selected in the medwatch is "serious injury". Provide details of the serious injury. Answer: this is incorrect. There was no injury. I am sure the event type checked was potentially harmful event. There was no harm to the patient. 2. Please advise the type of procedure for which accudrain was used. Answer: csf drainage after subdural bleed. 3. Was there csf leakage during the incident? Answer: no 4. If csf leaked, how much was it (if an exact amount cannot be provided, please provide an approximate: small amount, moderate, etc.) Answer: n/a 5. After accudrain broke and fell, was it replaced with another device? Answer: yes, another accudrain was attached. 6. Was any medical intervention performed as a result of this incident? Answer: no 7. Was there significant delay to treatment? If yes, how long was the delay in minutes? No answer given 8. Did the patient present with clinical signs and symptoms, and if so, what were they? Answer: from this event- none. From initial injury- change in mental status after fall 9. Please provide patient outcome- answer: no change in outcome related to this device. 10. Please also provide any additional information relevant to the incident not specifically asked. Answer: staff asked if there is a study of outcomes regarding care of the patient with evd if the drainage bag is emptied vs changing of the entire system? Our policy is to change the bag and tubing when 3/4 full.